Event description:
It was reported that at 0543 a bolus for IV fluid was programmed using manual guardrails. The (vtbi) volume to be infused was 318ml, at 626ml/hr. At 0544 the module displayed channel error. At 0545 the module was moved to the other side and at 0546 the infusion stopped and continued to display channel error "no ml infused". There was patient involvement but no harm.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.